Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device failed the blade guard and shield lock functions. The blade did not rotate or expose when the trigger was activated. The connection between the trigger and main housing was not secure. The main housing was received with broken components which prevented any functional test on the main housing part of the device.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device sometimes did not stop when the trigger was released. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.